Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported by the patient that the remote monitor had battery leakage and would not turn on. The monitor will be returned and replaced. No patient complications have been reported as a result of this event.